Event description:
It was reported that during a procedure to fuse t12-l3 using posterior fixation, several break-off set screws could not be broken off. The surgeon twisted off the tab of the break off-set screws outside of the operative site and implanted them back. No other complications were reported.

Manufacturer narrative:
(B) (4): this part is not approved for use in the united states; however, a like device catalog # 8590855, 510k # 981676 was cleared in the united states. The implant remains implanted, product eval is not possible at this time. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.